Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# v179760, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the patient fell and had bruising around the device site in 2012. In 2012, the patient also experienced constipation, at least three occurrences of cellulitis and infections, and ¿issues¿ with leg including ¿reaction to nerve¿ in right leg causing it to swell. There were menstrual changes that same year, noting that there were long periods of time between each period; the menstrual changes still occurred in 2015. In 2014, the patient saw a doctor who turned off the implant after they indicated that the leads ¿may have¿ malfunctioned. However, another doctor turned the device on with low settings the following year. Additional information from the healthcare provider reported that the return of symptoms and infections had not yet been resolved. The patient had ¿bladder issues¿ at an unknown date; the device was implanted to treat urinary dysfunction/sacral nerve stim. Patient outcome was not reasonably known. Patient had weight fluctuations, but no clear allegation that the device caused symptom. Additionally, jolt and subsequent release of bowels following encounter with electrical outlet is not reasonably related to the device. Follow-up is being conducted to determine patient outcome.

Event description:
Additional information reported that the patient had a return of symptoms due to battery depletion and impedance on the lead. The patient stated that they had the impedance checked and due to their fall, the lead was fractured. The lead was revised and the battery was replaced for normal battery replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned to medtronic.

Manufacturer narrative:
Ipg 3058 ((B)(4)) was returned and no significant anomalies were found. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Tined lead 3889-33 ((B)(4)) was returned and analysis found no significant anomalies. Analysis found stim body cut through, product segmented the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.